Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer's blood glucose level was 113 mg/dl. Customer reloaded the same cartridge and was able to resume insulin successfully.